Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation, it was reported that the mapping catheter was twisted. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 4 applications were performed with a balloon catheter on the date of the event with no issues. Also, data files showed that 8 applications were performed with another balloon catheter with no issues. Failure files confirmed a system notice indicating that the safety system detected fluid in the catheter and stopped the injection (#50005) on the date of the event. Visual inspection of the mapping catheter showed a shaft kink 1.96 inches from the ECG connector. In conclusion, the mapping catheter failed the return test due to a shaft kink. If information is provided in the future, a supplemental report will be issued.